Manufacturer narrative:
(B)(4). Medical product: catalog #: 141236, biomet cc cruciate tray, lot # 485830, catalog #: 183132, vanguard ps interlocking femoral, lot # 766450, catalog #: 11-150844, biomet arcom patella, lot # 038760. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08372, 0001825034-2018-08373, 0001825034-2018-08374, 0001825034-2018-08375, 0001825034-2018-04819, 0001825034-2018-04837, 0001825034-2018-04845, 0001825034-2018-04846 - remains implanted

Event description:
It was reported that the patient enrolled in a clinical study underwent an initial left knee arthroplasty. Subsequently, the patient expired eight years post implantation due to unknown reason. There are no complications noted within the study for this patient and there is no indication the death was product or procedure related.